Event description:
It was reported that during an unspecified procedure following a vessel perforation, the pt died. The lesion being treated was located in the bifurcation of the left anterior descending artery into the diagonal. The pt had previously had 5 taxus stents placed approx one week before; these stents were located upstream from the bifurcation being treated in this procedure and were unrelated to this event. The pt presented with angina. The vessel diameter was approx 2.5mm. The cutting balloon was successfully inflated to 4.0 atms with no leaks and not issues with inflation or deflation. The perforation which then occurred was attributed to "balloon inflation combined with stiffness of vessel" attempts were made to tamponade the perforations with multiple inflations and deflations without success. Pt was not a candidate for surgery (family refused) or another stenting procedure to treat the perforation. Reported cause of death "coronary artery perforation during a coronary procedure." Add'l info was requested regarding this event; however, none will be provided.

Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.